Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low atrial impedance alert was noted on a remote transmission. It was discussed that this could be a one-time measurement since the current lead impedance is measuring within range; however, a drop in lead impedance is an indication of possible insulation failure. Close monitoring for signs of lead integrity issues was discussed. There were no consequences to the patient. The patent will continue to be monitored.